Manufacturer narrative:
Clinical review: there is a temporal and likely a causal relationship between the fresenius fx coral fx600 dialyzer and the patient¿s reaction (characterized by shortness of breath and chest pains) as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the instructions for use for the dialyzer, hypersensitivity reactions may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Additionally, the IFU states that with severe hypersensitivity reactions, dialysis must be discontinued. The patient¿s did not require discontinuation, however; the dialyzer was subsequently changed. There is no evidence of an dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, even though there is no allegation or evidence of a product malfunction or deficiency the dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer for physical evaluation. An analysis of the retained samples was not performed due to the small number of samples available and the high unlikelihood of failure detection from 100% batch testing. A review of the batch records was performed. (B)(4) products originated from this lot were inspected according to protocol and found to be conforming to specification. No indication for any relationship with the reported failure mode has been found during the review. The cause for the failure reported cannot be confirmed based on the current available information.

Event description:
It was reported to fresenius that the patient experienced a dialyzer reaction while utilizing the fx coral fx600 dialyzer. The patient was utilizing the dialyzer for a high volume hemodiafiltration (hvhdf) treatment on (B)(6) 2025. Thirty minutes into the treatment, the patient experienced shortness of breath and chest pains. The patient was administered a bolus of intravenous (IV) saline (volume not provided) and a bolus of oxygen (o2) (flow rate and delivery system not provided). The patient was able to continue the treatment utilizing the same dialyzer. Subsequently, the patient was switched to a dialyzer from a different manufacturer. The patient switched to the nipro sureflux 21ux dialyzer, a cellulose triacetate membrane dialyzer. No additional information was provided.

Manufacturer narrative:
Additional information: b5 (event description.

Event description:
It was reported to fresenius that the patient experienced a dialyzer reaction while utilizing the fx coral fx600 dialyzer. The patient was utilizing the dialyzer for a high volume hemodiafiltration (hvhdf) treatment on (B)(6) 2025. Thirty minutes into the treatment, the patient experienced shortness of breath and chest pains. The patient was administered a bolus of intravenous (IV) saline (volume not provided) and a bolus of oxygen (o2) via oxygen goggles at a rate of 3l/min. It was also provided that the sodium level was 140mmol/l, however; it was not specified if this was the machine setting or the patient¿s lab value. The patient was able to continue the treatment utilizing the same dialyzer. Subsequently, the patient was switched to a dialyzer from a different manufacturer. The patient switched to the nipro sureflux 21ux dialyzer, a cellulose triacetate membrane dialyzer. No additional information was provided.